Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the patient's superior vena cava (svc) junction required a venoplasty to allow sheaths to enter into the right ventricle for a system upgrade. Following the venoplasty, sheaths were inserted into the heart without issue, however when the right ventricular (rv) lead entered the system, it was difficult to push past the svc junction. The rv leadwas manipulated at which point the helix would not extend from the lead body. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.